Manufacturer narrative:
Based on the on site evaluation, the sales representative observed the use of old, faulty leak testers that were flooding several scopes. The cause was attributed to a maintenance/test issue. All electronics were working as expected. No further information was reported.

Event description:
The customer reported to olympus device was receiving b30 errors. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. Per the legal manufacturer, the b30 error occurs when the communication for transmitting the scope side data to the cv side at the time of scope connection cannot be completed normally. From the information presented, it was stated that this case originates from the scope rather than cv-190. Therefore, due to failure at the scope side, it is highly likely that the communication is inhibited, causing the b30 error to occur.